Event description:
It was reported that during surgery, the unit had depth issues with skin graft and high noise. It was unknown if there was surgical delay or patient harm. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in united arab emirates. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.